Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was in the last couple of months, the patient was having to charge the implant every 3-5 days. Usually it was 2 weeks before patient thought about charging. Patient had not changed any settings and had no programming sessions. Patient did not have any falls or trauma. Reviewed charging frequency depends on usage and settings. The patient was redirected to their healthcare provider to further address the issue. Patient said they will try calling their representative.